Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 13-jun-2018. The most recent information was received on 22-oct-2018. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("partial perforation on left side with slight tubal submucosal effraction of the insert / little injury under mucous of implant") and the first episode of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure (batch no. C38212) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of pelvic pain (seriousness criteria medically significant and intervention required), the second episode of pelvic pain ("diffused pain /irradiation (diffuse pain especially pelvic pain spreading to the lower limbs)") and muscular weakness ("weakness of lower limbs"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy) and surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, the last episode of pelvic pain and muscular weakness outcome was unknown. The reporter considered fallopian tube perforation, muscular weakness, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: the insertion of essure had been easy. Diagnostic results: (B)(6) 2018, laparoscopy and bilateral salpingectomy: the perforation was partial on left side with slight tubal submucosal effraction of the insert and the position of right essure was correct. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and genital injury ("on left tube: little injury under mucous of implant") in a female patient who had essure (batch no. C38212) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), pain ("diffused pain /irradiation") and muscular weakness ("weakness of lower limbs"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital injury, pain and muscular weakness outcome was unknown. The reporter provided no causality assessment for genital injury, muscular weakness, pain and pelvic pain with essure. The reporter commented: on (B)(6) 2018: total bilateral salpingectomy via laparoscopy (on left: little injury under mucous of implant; on right: integrity of tube). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed 11.587 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-jun-2018. The most recent information was received on 16-jul-2018. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("partial perforation on left side with slight tubal submucosal effraction of the insert / little injury under mucous of implant") and pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure (batch no. C38212) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain ("diffused pain /irradiation (diffuse pain especially pelvic pain spreading to the lower limbs)") and muscular weakness ("weakness of lower limbs"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy) and surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, pain and muscular weakness outcome was unknown. The reporter considered fallopian tube perforation, muscular weakness, pain and pelvic pain to be related to essure. The reporter commented: the insertion of essure had been easy. Diagnostic results: (B)(6) 2018, laparoscopy and bilateral salpingectomy: the perforation was partial on left side with slight tubal submucosal effraction of the insert and the position of right essure was correct. Most recent follow-up information incorporated above includes: on 16-jul-2018: questionnaire uterine perforation with essure received: the insertion of essure had been easy. Bilateral salpingectomy via laparoscopy was performed for removal of essure on (B)(6) 2018. There was a partial tubal perforation on left side with slight tubal submucosal effraction of the insert (new event), the position of right essure was correct. The symptoms experienced by the patient were: diffuse pain especially pelvic pain spreading to the lower limbs with weakness. No further information is expected. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1809745) on 13-jun-2018. The most recent information was received on 30-jul-2018. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("partial perforation on left side with slight tubal submucosal effraction of the insert / little injury under mucous of implant") and the first episode of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure (batch no. C38212) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of pelvic pain (seriousness criteria medically significant and intervention required), the second episode of pelvic pain ("diffused pain /irradiation (diffuse pain especially pelvic pain spreading to the lower limbs)") and muscular weakness ("weakness of lower limbs"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, the last episode of pelvic pain and muscular weakness outcome was unknown. The reporter considered fallopian tube perforation, muscular weakness, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: the insertion of essure had been easy. Diagnostic results: (B)(6) 2018, laparoscopy and bilateral salpingectomy: the perforation was partial on left side with slight tubal submucosal effraction of the insert and the position of right essure was correct. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.